Event description:
Customer reported receiving alarm 20 from the pump during cartridge loading, and the alarm persisted despite proper loading techniques, indicating a pump malfunction. There was no reported impact to the customer¿s blood glucose level at the time of the event. The pump, which was under warranty, was replaced, and the customer agreed to return the malfunctioning pump to tandem using a pre-paid label and return box, although the customer did not share information about alternative insulin delivery methods.